Event description:
On (B)(6) 2019, a reporter for the patient (the patient's wife) contacted lifescan (lfs) USA, to report that the patient's onetouch ultramini meter would not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the meter stopped powering on, on (B)(6) 2019; she reported that she then bought batteries and inserted them into the meter, but still the meter would not turn on. The patient manages his diabetes with novolin insulin (no adjustments). The reporter denied that the patient made any changes to his usual diabetes management routine after the meter stopped powering on. She indicated that on (B)(6) 2019, the patient developed symptoms of "dizziness and blurry vision". She denied that the patient received any treatment for his symptoms above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. Based on the information provided there had been no misuse of the meter. The reporter confirmed that the patient was using correct onetouch ultra test strips. However, the meter did not turn on when the power button was pressed or when a test strip was inserted per owner's manual. The issue could not be resolved with training and remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the meter stopped powering on and he had continued with his usual diabetes management routine.